Event description:
In 2008, the distributor reported that during surgery the surgeon was revising a l4-l5 fusion when the driver bent, causing a fifteen minute surgical delay. The malfunction has resulted in an adverse event in the past. Additional information received via email on 07 aug 2008, the distributor reported that the surgeon was revising for either removal of hardware or revising adjacent levels.

Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending.